Manufacturer narrative:
A ge service representative performed an oniste investigation. The isolation transformer was strapped and the voltage was adjusted for optimal performance. No conclusion can be drawn as conclusive repair information is not available at this time and the customer declined further repairs.

Event description:
The fe reported that the image produced was black. Subsequent reboots produced half or blurred images. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.